Event description:
While drawing up an injection of depo provera, the needle came completely off the syringe and stuck in the "bladder" of the product. Potential danger to client if needle came off while in her hip at injection of medication.